Manufacturer narrative:
Initial and final MDR (B)(4).

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced fifteen bent cannula events within a month started from date 06-june-2024. The event occurred after three hours of insertion for all events. The infusion set was in use for 24 hours for all events. The infusion set was inserted in abdomen for all the events. Blood glucose levels during the event was 700 mg/dl. Patient took the correction by bolus via pump. Patient has been admitted to hospital due to high blood glucose. Patient has been treated via intravenous salt and insult to address high blood glucose in hospital. No further information was available.

Manufacturer narrative:
Supplemental report 01 - (B)(4). Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the investigation associated with related event 1946112 has been approved and is complete. No additional action is required, and this complaint will be closed. This issue will be monitored through the post marketing survellience (pms) product trends and malfunction according to the market quality review (mqr) procedure. The identified malfunction code, soft cannula found bent/kinked upon removal from infusion site is not associated with a design or manufacturing-related complaint issue. Therefore, a detailed investigation or inspection of reference samples is not required. Batch review: lot 6006435 was manufactured on 04-apr-2024, in machine l149, with a total of (B)(4). The batch record was reviewed to verify if all the applicable procedures were followed, and no issues were found. Review of the batch record showed that all relevant tests required during the manufacturing process and final product release had been fulfilled and met the requirements. No discrepancy related to this issue was found within the documentation. Conclusion summary of the related event: due to the following batch record review yielding no discrepancies and no non-conformance (nc) was generated during production. During manufacturing of the cannula part, the soft cannula is kept straight by the introducer needle, no samples were returned for inspection. However, during use in general and specifically during insertion may accidentally kink the soft cannula. No further action is required for this complaint, if used/unused samples are received, appropriate actions will be taken.

Event description:
To date no additional patient or event details have been received.